Event description:
A user facility reported to olympus that olympus, model series 190 scopes did not communicate with the olympus, model clv-190, evis exera iii xenon light source. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using an olympus, model series 180 scope and the same model clv-190. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found rust inside the scope socket and evidence of liquid in the scope socket. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of error b30 could not be determined. Error b30 was not able to be confirmed. The communication issue may have been caused by foreign objects or liquid attached on the electrical contacts. Error b30 indicates scope communication error and occurs when the device failed to expand the scope identification data, which is a registry error. Olympus will continue to monitor field performance for this device.